Manufacturer narrative:
The multiclix lancet device is the suspect product.

Event description:
Patient reported that the lancet device carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. No resultant injury was reported. Patient discovered the issue, at home, while on the line with technical support. Technical support requested the return of the suspect product and replacement product was shipped.